Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer, and a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine, dilaudid, bupivicaine and baclofen (unknown concentration and dose) via an implantable pump for non-malignant pain and failed back surgery syndrome . The date of the event was approximately (B)(6) 2016. It was reported the patient went in for pump refill and reported increased pain and flu like symptoms. The pump was interrogated and was in a motor stall which occurred on (B)(6) 2016. The hcp refilled the pump and interrogated it several times, however, the motor stall did not resolve. The hcp made sure the patient had plenty of oral medication and referred the patient to a neurosurgeon for pump replacement. The hcp was weaning the patient off of morphine and adding dilaudid. The patient had small doses of baclofen and bupivicaine. Patient status was alive; no injury. The issue was not resolved. Surgical intervention was planned but had not been scheduled. The cause of the event, medical history, concentration, dose, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from a healthcare provider (hcp) indicated the patient was receiving intrathecal lioresal 500 mcg/ml (dose 30 mcg/day), bupivacaine 7.5 mg/ml (dose 0.35 mg/day), dilaudid 10 mg/ml (dose 0.2 mg/day), and morphine 10 mg/ml (dose 1 mg/day) via an implanted pump. The lot number of lioresal was "cs0093". The start date of the morphine therapy was 2010 (specific date not provided), bupivacaine (B)(6) 2010, lioresal (B)(6) 2015, and dilaudid therapy (B)(6) 2016. The cause of the motor stall was unknown. If additional information is received, a follow-up report will be sent. Additional information was received from a healthcare provider (hcp) via a company representative. It was planned to schedule the pump replacement for (B)(6) 2016.

Event description:
Additional information was received from a company representative (rep) indicated the patient's pump was replaced last week (specific date not reported). It was noted no one seemed to know the cause for the stall. The rep was told by the hospital the pump would not be coming back to the manufacturer; however "sometimes the material manager gets explanted pumps back from hospital processing and he would keep an eye out for it."